Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: unknown, cfu: 1 cfu, bacterial identification: escherichia coli. Sampling date: (B)(6) 2025, sampling from: unknown, cfu: 100 cfu, bacterial identification: escherichia coli, enterobacter cloacae complex. Sampling date: (B)(6) 2025, sampling from: unknown, cfu: 50 cfu. The results of the culture tests conducted by a third-party laboratory on behalf of olympus: sampling date: (B)(6) 2026, sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: no growth. Bacterial identification: n/a, bacterial identification: enterobacter cloacae complex. Based on the data provided, no correlation was found between the condition of the device and the cause of contamination. The customer performed enhanced reprocessing until negative growth results were obtained. Inspection of the device revealed no internal damage. After reprocessing by olympus, no growth was observed in the hygiene microbiological investigation (hmi). Olympus will continue to monitor field performance for this device.